Event description:
It was reported that this patient recently experienced right ventricular (rv) under-sensing which resulted in pacing being delivered during the refractory period. This induced ventricular tachycardia (vt). Boston scientific technical services was contacted and provided programming options to prevent further therapy induced arrhythmias. At this time, the device remains implanted and no additional adverse patient effects were reported.